Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the pulse generator exhibiting far field r wave over-sensing. The over-sensing led to episodes of inappropriate automatic mode switch. Programming interventions were discussed. However, no changes have been made at this time. The patient¿s condition was stable.